Event description:
It was reported that after a procedure using a multifix s peek 5.5mm implant, the patient experienced pain due to the anchor backing out. A revision surgery was necessary to remove the anchor. No additional details were provided regarding either procedure, however no further patient complications have been reported.

Manufacturer narrative:
The multifix s inserter handle was not returned for evaluation; only the anchor body and sleeve were returned for evaluation. Visual inspection showed a blue unidentified suture properly snared on the anchor. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: poor bone quality. Use of suture other than qualified #2 magnumwire, ultrabraid, and ultratape sutures. Per information provided, soft bone condition was noted during the initial procedure. The IFU contraindicates the use of this device in poor bone quality as implant pull out may occur and the use of suture other than #2 magnumwire, ultrabraid, and ultratape sutures. Root cause based on our visual inspection and information provided is due to not adhering to the instructions for use. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.